Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: as returned, both cutting blades appear to be worn and material is missing from the rubber pads. This instrument was mfg at (B)(4) 2005, thus, yielding a field age of approx 5 years. In general, sharp instruments are going to become dull/worn over time and should be replaced when no longer functioning. Replacement blade and rubber pad kits are available for this instrument. The damage noted on the instrument is consistent with normal wear and tear. No further analysis is necessary at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the wire cutter blades chipped during case.